Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose levels. The customer would change the supplies on the pump and the bg would lower. The customer has been having to change the pump supplies before the 3rd day. As the events occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg levels.